Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 100% stenosed lesion in the right superior femoral artery (sfa). The 6.0x150mm supera peripheral self-expanding stent system (sess) was implanted without issue. During removal of the delivery system from the anatomy, the physician did not put the lock back in place before he pulled the device out, resulting in the nose cone separating in the patient. A snare was used to retrieve the nose cone without issue. There was no adverse patient sequela and no reported clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, during removal of the delivery system from the anatomy, the physician did not put the lock back in place before he pulled the device out, resulting in the nose cone separating in the patient. It should be noted that the supera peripheral stent system instructions for use states: following confirmed implantation of the supera stent, retract the thumb slide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use (IFU) and subsequent circumstances of the procedure as it is likely that prior to removal the system lock and deployment lock were not put back into the locked position; thus during withdrawal interaction with the anatomy and/or other devices resulted in the nose cone separating in the patient. The treatment appears to be related to the operational context of the procedure as a snare was used to retrieve the nose cone without issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3 - device available not for evaluation.